Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed a severe rash and sore underneath her left breast. The patient's physician advised the patient to use benadryl and hydrocortisone cream on the irritation. The patient's medical outcome is unknown.